Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The battery failed alarm occurred during a functional test. The authorized service provider (asp) inspected the device and confirmed the occurrence of a battery failure diagnostic code. The asp replaced the backup battery to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The battery failed alarm occurred during a functional test. This investigation is ongoing.